Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2016, product type: pump. Analysis found the anchor did not properly detach from ascenda tool, not able to use. Analysis found handle separated from hypotube on anchor deployment tool.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 30 mg/ml at a dose rate of 4.5 mg/day, bupivacaine with concentration 30 mg/ml at a dose rate of 4.5 mg/day, and baclofen with concentration 400 mcg/ml at a dose rate of 63 mcg/day via an implantable pump for spinal pain and peripheral neuropathy. It was reported that during a pump and catheter implant procedure, the physician went to deploy anchor and anchor tool (metal sheath) came loose and got caught within the deployed anchor. The physician tried to loosen/dislodge the metal sheath from under the anchor but was not successful. The physician didn't want to cut through the anchor and revise with a new revision segment so they instead opted to pull it out entirely and start fresh with a new catheter. The catheter was completely explanted on (B)(6) 2016. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The explanted device was returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event in addition to the drug lot numbers of the pump medications were unable to be obtained. Patient medical history was also unavailable. On (B)(6) 2016 a company representative reported that the hypotube disconnected from the anchor deployment tool when the hcp deployed the anchor onto the catheter. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.